Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the left ventricular lead was noted to be dislodged. No intervention was performed to resolve the event and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that diagnostic imaging was performed, and the dislodgement was confirmed. Details are listed in the article titled " response rate in cardiac resynchronization therapy patients implanted with a left ventricular quadripolar lead and the multipoint¿ pacing feature early activated. Quarto iii. European journal of clinical investigation. 2022. Doi: https://doi.org/10.1111/eci.13935.

Event description:
Additional information was received that there was loss of capture.